Event description:
It was reported by the rep that during the procedure the surgeon tried to fire instrument and it misfired. The surgeon pulled another tlc55 to finish the case. There was no consequence to pt.